Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert during a replacement procedure, and premature battery depletion (pbd) was suspected. Besides intervention, there were no other adverse patient effects reported. Device return is not expected as the patient wanted to keep the explanted device.

Manufacturer narrative:
The device was kept by the patient after explant. Therefore, technical analysis cannot be conducted. Please note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.